Event description:
It was reported that a patient underwent an open repair of a primary incisional/ventral hernia with a retro-rectus placement of mesh on (B)(6) 2009. On (B)(6) 2011, the patient completed the 24 month/ 2 year questionnaire and reported that the hernia recurred on an unknown date and underwent a repair of the recurrence on an unknown date. Additional information was requested.

Manufacturer narrative:
(B)(4). The patient consulted a gastroenterologist on (B)(6) 2011 and had 2 bowel operations on (B)(6) 2010. The patient had a CT scan done on (B)(6) 2011 and the results showed a midline hernia recurrence. The patient underwent a primary repair on (B)(6) 2011, no mesh was used. The patient concomitantly underwent a rectum amputation. The patient is doing ok, but again is having hernia and stoma site problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.